Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that the ok button was not working after the pump was worn during skating. The reporter stated that the pump required multiple presses to respond. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact with no peeling or damage but the keypad symbols were worn. The ok and contrast buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the audio bolus button cover was torn, the display screen was found to be faded, and the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.